Manufacturer narrative:
(B)(4)

Event description:
Reportedly, the device was interrogated prior to implantation (in the box) and the lead(s) parameters were reprogrammed. When the device was interrogated after implantation, atrial sensitivity was in unipolar configuration and ventricular sensitivity was in bipolar configuration. It was noted during real time tests that no atrial event was detected until the atrial sensitivity was set to bipolar configuration.

Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was interrogated prior to implantation (in the box) and the lead(s) parameters were reprogrammed. When the device was interrogated after implantation, atrial sensitivity was in unipolar configuration and ventricular sensitivity was in bipolar configuration. It was noted during real time tests that no atrial event was detected until the atrial sensitivity was set to bipolar configuration.